Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm 2800tfx aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of six (6) years, seven (7) months due to aortic stenosis and mild to moderate aortic regurgitation/insufficiency. The tavr was performed with a 26mm 9600tfx transcatheter valve. Tte showed trace perivalvular leak and a well-functioning valve. The patient was taken to the pacu in stable condition. The patient was discharged home on pod #1 in good condition. There was no allegation of early failure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.